Manufacturer narrative:
Investigation results: a complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. Based on the customer¿s description with no failure issue identified it is difficult to deduce a defect on which they are reporting and connect it to a failure mode in the risk management documentation. The outcome described of leakage is assessed at multiple points in the risk management file. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
At 9:00 am on (B)(6) 2025, after the nurse successfully inserted a closed-system intravenous catheter into the patient, blood began to seep from the side of the catheter tubing. The nurse immediately removed the catheter, apologized to the patient's family, and replaced it with a new closed-system intravenous catheter. The patient completed the infusion without further incident.